Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is user error. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 3/2/2017 that 2 sign step screws implanted to repair a fracture were replaced due to the surgeons error of choosing screws that were too large. The step screws were replaced with shorter screws per the sign technique manual. Surgeon comment: "I messed up and took proximal screws that were way too long. So I took her to theatre again today and exchanged the screws under c-arm control."